Manufacturer narrative:
Complaint reported by medwatch (mw5179223), no other information are available. The device serial number is unknown.

Event description:
Reportedly, we received FDA medwatch summary: it was reported that the implantable pulse generator (ipg) device was explanted due to an infection resulting in endocarditis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).